Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) they were charging and saw system problem rm04. Pt states this was saturday night. Pt states the battery is low replace controller battery soon, poor recharge quality, pt states list goes on and on. Pt states the manufacturer representative (rep) said to call and get everything sent brand new. Patient services (pss) reviewed. Pt states the rep has replaced the controller and we have replaced antenna twice and the belt twice and the only thing is the plug into the wall. Pt states they wrapped tape around this so tried to tape as a prone position that breaks. Pt states the patients remote will not recognize their implantable neurostimulator (ins) so they have to use the rep's remote. Pt did a reset. The issue was not resolved through troubleshooting. Pt states we have replaced many different things at different times, pt was upset during call and states been an ongoing deal. Pt states they have done the belt twice and has not done the li battery or the ac power. Pt states they have met with the rep multiple times, (B)(6) 2020, displays these messages and also says cannot find device. Pss reviewed most issues reported today are with the recharger (rtm). Pt states the rep had let the patient borrow their remote as they couldn't load pt's info into patients remote. The patient was sent a replacement recharger (rtm), controller, and battery pack. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) called back stating that they were just sent a new controller, new battery and new recharger (rtm), however the equipment was still doing the same thing. Pt stated that they had now been sent five controllers, two or three rtms and one battery. Pt stated that the equipment was not the issue and that they're tired of the problems. Pt stated that the healthcare provider (hcp) had been fighting with them saying that it couldn't be an issue with the ins. Pt stated that the only option left was the ins since all of the equipment was replaced. Pt stated that the controller kept saying no device found, reposition the recharger, or to move the controller closerto the device. Pt noted that they had the belt on as tight as possible and that the rtm was positioned right over the ins. Pt stated that before the battery pack was replaced, the controller would say battery low and to replace the battery. Pt requested to speak with someone else higher up due to the problems they were having. Pss apologized to the pt for their experience. Pt stated that they had questions that they would like answers to before they go see hcp on monday at 2:20 pm. Patient services (pss) asked if a manufacturer representative (rep) had been involved with their issue; pt stated that a mdt rep actually watched on (B)(6) 2020 when the pt was in their wheelchair and they did not move except for taking a breath and the controller said cannot find device. Pt stated that the know that there is an issue, but they want to know if it's related to the ins instead of the external equipment. Pt stated that they're going to have to be opened up for the ins to be moved since the ins is at their bottom rib. Pt stated that every time they sit back against something, the ins pushes against their bottom rib. Pt stated that they fell in (B)(6) of 2020, so they had been fighting this for almost a year now and that they were to the point where they're done fighting this and need a resolution. Pt states rep thinks the way scar tissue healed has caused to sit sideways and makes it hard to get good contact when charging.. Pt stated that they were wondering if the ins was damaged due to them falling. Pt stated that the ins dies before 24 hours is up every single day. Pt stated that the ins battery will not sustain itself. Pt stated that they are having to charge ins within a 24 period no matter what. Pt stated that they were told that with high dose therapy that they would need to recharge the ins two or three times a day, however they were told initially when the ins was implanted that they would have to recharge the ins every two or three days. Pt stated that it was taking like 2 hours to recharge the ins and that's insane especially since everything keeps going farther out. Pt stated that when the ins works it works good, but that they were frustrated at how they're having to recharge the ins. Pt stated that due to where they have to place the belt especially, they couldn't breathe with having the belt that tight. Pt was looking at revising the pocket and their ins moving and wants to know that if there was a pocket revision done, could the ins be replaced at that time. Pss apologized for the pt's experience and troubles. Pss offered to have someone call the pt back/pt accepted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# (B)(6)serial# type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there has not been any surgical intervention and there is no surgery pending.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep stated that they spoke with the healthcare provider (hcp) and wanted to replace the whole system. They will be referred for paddle lead and new ipg. The old system will be returned. Surgery has not been scheduled.

Event description:
Patient reported that she is going to see hcp monday because of the other issues she is having. Pt states where ins is located and because located bottom rib and when sit back it pushes back on button rib. Pt states looking at revising battery pocket and moving the ins. Pt states she fell a couple weeks after the scs was placed which was (B)(6) 2020 and had problems ever since. Pt states rep thinks the way scar tissue healed has caused to sit sideways and hard to get good contact when charging. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was seen for follow up today. She charges device daily and reaches 100%. Average coupling is excellent and it takes approximately one hour each time. She reports that the device will stop charging after about 30 minutes whether or not the battery has reached full. Unknown reason and the rep could not duplicate. She has received a new remote and new antenna ¿multiple times¿. Initially, she was pretty insistent on having the battery replaced but the healthcare provider (hcp) said that he would not replace the battery. He said that he would do a pocket revision or an explant. At the end of the meetingm the patient decided to proceed with a pocket revision due to the placement and how it is tilted in the pocket. Hcp intends to move the ipg below waist line. Surgery date is not scheduled

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins does not charge to 100%  and the ins drains down to 30% every day when it should last 2 days between charges. Rep said she will meet with the pt and check the recharge logs. Pt said problem started a few weeks ago.